Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer has just received the pump and the pump did not power up. Customer's blood glucose level was not impacted. It was indicated that the customer has another pump for continued insulin therapy.